Event description:
On (B) (6) 2010, pt reported he is in the hosp for a "bad reaction" that took place on sunday, (B) (6) 2010 at 4 am. He stated he was convulsing and this woke his wife and she found he was low. He was unaware he was low. He stated his wife gave him two sodas, two pieces of candy and then two glucagon shots. He is unaware of how low his readings went. Pt stated in turn he broke his leg in 7 different spots due to the convulsing and had to be taken to the hosp. Pt reported while in the hosp today he had another "low reaction." He was still wearing the infusion device at the time, however, he has since removed the device and he is in process of being converted to injections. He called his doctor to report the incident, and the doctor had a pa (physician's assistant) visit him in the hosp. Pt stated he feels the infusion device over delivered insulin. He reported he became aware the buttons were not working when he had the low blood glucose event and the pa visited him and made him aware. Pt stated he recalls no previous issues with the buttons prior to the low reaction today. Pt's normal blood glucose range is 120-130 mg/dl and his last a1c reading was 6.8%. On follow up call on (B) (6) 2010, pt reported he was still on injections and his blood glucose levels are "still crazy". On follow up call on (B) (6) 2010, pt reported he rec'd his new infusion device and his blood glucose is back to normal. Product was replaced and requested return of the suspect product for eval.